Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73m1600201, investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use on a lap procedure the applier is misfiring. There was no patient injury.